Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. PMA / 510(k) #: k011369, k122558. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd ultrasafe passive¿ x-series needle guard syringe plunger fell out of the syringe. No serious injury or medical intervention was reported. Verbatim: "cosentyx pfs malfunctioned during use, the plunger fell out of the syringe".

Event description:
It was reported that bd ultrasafe passive¿ x-series needle guard syringe plunger fell out of the syringe. No serious injury or medical intervention was reported. Verbatim: "cosentyx pfs malfunctioned during use, the plunger fell out of the syringe."

Manufacturer narrative:
Investigation: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Batch is unknown. Based on the investigation conclusion the defect occurred due to misuse of the combination product. Bd IFU which was provided to our customer is detailed enough to avoid mishandling during removal of the combination product from blister or during preparation of the product for administration. A DHR could not be performed as the lot# is not known.